Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the gastrointestinal videoscope inner pipe exhibited foreign material. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the investigation results, olympus confirmed the presence of foreign material within the inner pipe and at the distal end. However, the type of material and the root cause could not be identified. Therefore, a definitive root cause could not be determined. The event can be detected/prevented by following the applicable chapters in the instructions for use: inspection method is described in the operation manual gif/cf/pcf-290 series chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual gif/cf/pcf-290 series chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.